Event description:
The report received from the affiliate indicated that the patient had an unknown commercial stent implanted in the left superficial femoral artery (sfa). Nineteen (19) months later, the patient was hospitalized for the treatment of the right superficial femoral artery (sfa). An informed consent (icf) was obtained. The next day, the patient was judged as meeting the study eligibility criteria and was enrolled in was enrolled in a clinical study sm-01. A smart control 7 x 120 (study) stent was deployed in the right superficial femoral artery (sfa). Two days later, the patient was doing well and was discharged to home. Approximately thirty-two months later at a follow-up visit, the patient was reported to have begun experiencing claudication after a 300-meter walk. An echo was performed to the artery of the lower extremity. The occlusive patterns were found in the left and right superficial femoral artery. The reservation for hospitalization a month later was obtained. The patient was hospitalized for the treatment. The physician¿s judgment was follows: it was judged to be impossible to rule out a causal relation to the study device. Physician¿s comment: it had been judged to impossible to rule out a causal relation to study devices because the treated segment was same as the part of the study stent placement. The treatment provided was not available. No additional information is available.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had an unknown commercial stent implanted in the left superficial femoral artery (sfa). Nineteen (19) months later, the patient was hospitalized for the treatment of the right superficial femoral artery (sfa). An informed consent (icf) was obtained. The next day, the patient was judged as meeting the study eligibility criteria and was enrolled in was enrolled in a clinical study (B)(6). A smart control 7 x 120 (study) stent was deployed in the right superficial femoral artery (sfa). Two days later, the patient was doing well and was discharged to home. Approximately thirty-two months later at a follow-up visit, the patient was reported to have begun experiencing claudication after a 300-meter walk. An echo was performed to the artery of the lower extremity. The occlusive patterns were found in the left and right superficial femoral artery. The reservation for hospitalization a month later was obtained. The patient was hospitalized for the treatment. The treatment provided was not available. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15123503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient's past medical history includes: coronary stenosis, hypertension, hyperlipidemia. Restenosis is a known potential adverse event associated with implanting arterial stents and is often associated with the progression of arterial/vascular disease. There are possible patient factors, and procedural factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.